Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "filler can be palpated as nodules, and the product migrated to the cheeks," are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: 2. Intended use/indications juvéderm vollure¿ xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds) in adults over the age of 21. 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 ml of juvéderm vollure¿ xc "under the eyes" and in marionette area. Product has "migrated to the cheeks", and "filler can be palpated as nodules under right eye and right marionette line." 4 months after injection, patient was treated with hyaluronidase "injected in the right marionette line to dissolve product". Symptoms are ongoing.

Event description:
Symptoms resolved 12 days after treatment was provided.